Manufacturer narrative:
Description of event according to short form complaint filed:it is alleged that "[pt] received 2 cook filter; a celect filter on 07jan2012 (pr201496) and a gunther tulip filter on 02jul2014 (pr201497)".patient outcome:it is alleged that [pt] was injured without further explanation.hospital and medical records have been requested but not yet provided.

Event description:
It was reported to philips that the device restarts. There was no reported patient involvement/adverse patient impact.